Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with cracked case at reservoir tube window corners, belt clip slot and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump is cracked and the o ring has fallen off. The customer's blood glucose reading was 85 mg/dl at the time of incident. Troubleshooting found that the reservoir does not stay in the compartment and falls out. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.